Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading, indicating, possible device malfunction. The patient was scheduled for generator replacement surgery due to end of service. When the new generator was connected to the original lead, intraoperative device diagnostic testing again resulted in high lead impedance reading. The patient's lead was also replaced.